Event description:
Information was received indicating that this syringe infusion pump exhibited a motor not running error. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical medfusion® 3500 syringe pump was returned for analysis. The left / right plunger cases were noted to be damaged on arrival. Motor not running error was noted with in the device history log upon review. A flow test was performed; verifying the complaint. It was noted that the main board was not seated properly into the extrusion. Based on the evidence, the root cause is due to user interface as the pump was not correctly assembled.